Event description:
Boston scientific received information that the left ventricular lead and this right ventricular were unintentionally reversed in the header of the device at implant. No remedial action has been taken and the leads remain in service still reversed in the device header. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.